Event description:
The complainant alleged that they are receiving an intermittent fault lite, and are smelling smoke. There was no pt involvement in the reported malfunction. Biomed has tested the device and had been unable to duplicate the smell of smoke alleged by the clinicians.